Event description:
The manufacturer received information alleging a trilogy o2 ventilator experienced a ventilator service required alarm. There was no serious patient harm or injury that occurred or was reported. The trilogy o2 ventilator was returned to the manufacturer's service center and a ventilator service required alarm relating to an oxygen blending module (obm) failure error code was found in the device's error log. The service technician states that the obm printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.